Manufacturer narrative:
The pod was received with the exposed portion of the soft cannula bent. During the fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was bent. It could not be conclusively determined when this damage to soft cannula occurred. A timeout occurrence was found in the pod download data but this didn't stop the pod to deliver the insulin. The rotational sensor transitions were normal as expected. Despite timeout, no hazard alarm was triggered in the device.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 319 mg/dl, while wearing the pod between 4 and 24 hours. The pod¿s cannula was found bent/kinked, while wearing it on the hips/buttocks. For treatment, the parent gave a manual injection.